Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision: dr. (B)(6), (B)(6) 2018. Primary implantation date: (B)(6) 2017. Patient presented with instability and pain. There was evidence of loosening or infection however possible mal alignment. The insert was removed and the femoral component removed and realigned with an attune revision femur and ps insert. The tibia and patella component were retained. Female patient initials (B)(6), height: 172cm.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.